Event description:
The nurse reported that during a vitrectomy surgery, the cutter probe did not work through the aspiration did work. The surgeon changed to a new pak and completed the surgery. No pt harm was reported. Add'l info requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).